Manufacturer narrative:
Additional information: the device was not available; therefore, product evaluation on the actual device cannot be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. Glaukos shipment records were reviewed and found the reference device lot# was shipped prior to the expiration date. The IFU states that the expiration date on the device package (tray lid) is the sterility expiration date. In addition, there is a sterility expiration date that is clearly indicated on the outside of the unit carton. Sterility is assured if the tray seal is not broken, punctured or damaged until the expiration date. This device should not be used past the indicated sterility expiration date. Based on the reported information, a device malfunction could not be confirmed or identified. The root cause of the reported event was due to failure to follow proper implantation instructions. MFR# reference: (B)(4).

Event description:
Following an unsuccessful attempt to implant the stent from a trabecular micro bypass stent (os), it was later discovered through review of the device history record that the device used in implantation attempt had exceeded the expiration date. The device was not implanted, and there was no reported injury to the patient. Additional information has been requested.